Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus performed troubleshooting and it was recommended reseating the main cable and if that does not work send clv-190 in for repair. There is no information regarding resolution of this report however, olympus is making attempts to gather additional information. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the clv-190 is not adjusting. There was no patient harm associated to this report.

Manufacturer narrative:
This report is being updated to report investigation findings. As a result of confirming device history record, it was confirmed that there were no abnormalities in manufacturing. The following information is provided to the use in the operating manual supplied with the device relevant to this reported issue: check the lamp usage indicator. When the "500 h" indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, "replacement of the examination (xenon) lamp" troubleshooting when lamp does not light up is described below in the instruction manual. "Irregularity description: the examination lamp does not ignite. Possible cause: the examination lamp is broken. Solution: replace the examination lamp with a new one as described in section 6.1, "replacement of the examination (xenon) lamp". Conclusions: root cause could not be identified. The following possible causes are presumed based on the investigation results: lamp may have reached the end of its service life, or lamp may have failed accidentally, resulting in a problem in which lamp does not turn on.